Event description:
A healthcare professional reported that phacoemulsification tip seemed to be loose at an unknown timing for intraocular lens implantation surgery. The surgery details were unknown. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.